Event description:
Customer reported that the insulin pump alarmed during the manual prime. Customer also stated that the drive support cap is sticking out. Caller's current blood glucose reading is 300 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.